Event description:
The customer reported that the unicel dxc 600 synchron system generated "cartridge chemistry (cc) sample cuvette no fluid detected" error message after performing maintenance and attempting to calibrate reagents. The customer then discovered a fluid leak of approximately 10 ml which was contained in the drip tray under reagent probe b. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer discovered that the tubing which connects to reagent probe b was loose. The customer tightened the tubing to resolve the issue and no further leaks or error messages were observed. The customer was unable to determine how the reagent probe tubing got loose. A beckman coulter field service engineer (fse) was not dispatched for this event as the customer was able to resolve the issue. (B)(4).